Manufacturer narrative:
Product complaint # (B)(4). Photo investigation summary : upon visual inspection of the single image received for evaluation. Fifteen foil packs with product code vcp359h were observed outside the original box. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint. Investigation summary : one open box with fifteen packets of product vcp359h was returned for evaluation. Visual inspection was conducted on the returned device. Upon the visual inspection of the received box, it was observed that the box was opened and damaged, in addition contain only fifteen packets instead thirty-six packets. As per product requirements each box should contain thirty-six packages. In addition, as part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name : irgacare®. Active ingredient(s): triclosan. Dosage form :suture/solid/parenteral. Strength : 275 g/m . This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be cbased on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a pre-operatively on (B)(6) 2022 the suture sales unit had twenty-one less products than expected. This was noticed when preparing for surgery. There should be thirty-six packages of products in the box, but actually there were only fifteen packages of products. No adverse patient consequences were reported.